Manufacturer narrative:
This report send for correction on manufacturing device analysis: corrected 1ml syringe from cuvette dry tip. Added info into manufacturing device analysis report: manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. During the requested site visit, the field service engineer (fse) replaced the 1ml syringe (list # 09d41-03), to resolve the issue. A review of the architect, serial number (sn) (B)(4), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the cuvette dry tip. A review of historical data for the 1ml syringe revealed no trends or systemic issues. A review of the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual provides adequate information regarding requirements for handling specimens, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, sn (B)(4) or the 1ml syringe (list # 09d41-03).

Event description:
The customer observed falsely elevated potassium results on architect c16000 processing module for multiple patients. The one patient result example provided: on (B)(6) 2021 initial potassium around=7 mmol/l /repeated= around 4 mmol/l /repeated on another c16000=around 4 mmol/l there was no reported impact to patient management.